Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The reported difficult imaging was due to patient anatomy and procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional tcds0302-xtw devices mentioned in b5 were filed under separate medwatch reports.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional triclips mentioned in b5 were filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2023 a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 3. One triclip was placed anterior/septal commissure, but detached from the septal leaflet. The procedure ended with tr unchanged grade 3. On (B)(6) 2024, an additional intervention was performed due to the clip detaching from the anterior leaflet (single leaflet device attachment (slda)) and recurrent tr grade 5. Four total triclips were implanted in the intervention. The first three clips were implanted successfully. A fourth clip was then advanced to further reduce tr, but contacted the third clip xtw (lot: 31201r2117) causing it to detach from the posterior leaflet (slda). The slda was then stabilize via implanting the fourth clip. The procedure ended with tr reduced to grade 3.